Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
While attempting to make tibial surface cut with the narrow saw blade the blade came loose in the bone. Surgeon removed attachment and placed the blade back in and tech tightened down. Proceeded to attempt to make posterior femur cut and again the blade came free from the attachment and was sitting in bone. Surgeon again removed attachment and tightened the blade down (with a lot of force) and completed cut. Case type: pka. Surgical delay: =15 minutes.

Event description:
While attempting to make tibial surface cut with the narrow saw blade the blade came loose in the bone. Surgeon removed attachment and placed the blade back in and tech tightened down. Proceeded to attempt to make posterior femur cut and again the blade came free from the attachment and was sitting in bone. Surgeon again removed attachment and tightened the blade down (with a lot of force) and completed cut. Case type: pka. Surgical delay: =15 minutes.

Manufacturer narrative:
Reported event: while attempting to make tibial surface cut with the narrow saw blade the blade came loose in the bone. Surgeon removed attachment and placed the blade back in and tech tightened down. Proceeded to attempt to make posterior femur cut and again the blade came free from the attachment and was sitting in bone. Surgeon again removed attachment and tightened the blade down (with a lot of force) and completed cut. Case type: pka. Surgical delay: =15 minutes. Functional inspection: shows that the locking knob loosens in operation and there is unintendedmovement from the blade locking clamp. Visual inspection: normal wear observed on the part. Dimensional inspection: not performed as the item has been used and the dimensions and tolerances on the print are no longer accurately represented by the part. Material analysis: not performed as no material failure is alleged. Product history review: product history review respectively shows the number of devices manufactured, devices that failed inspection, and their nc/npr/qt numbers if applicable. Date inspected: 01-14-2019. Devices manufactured: 29. Devices failed inspection: 1. Nc/npr/qt numbers: qt19-01-0042. Product history review shows the non-conformance(s) is/are not related to the failure alleged in this complaint. Complaint history review: a review of complaints related to p/n: 212186, lot number: 35081218 shows no additional complaint(s) related to the failure in this investigation. Conclusion: the locking mechanism failure was confirmed. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard."